Event description:
The patient visited his physician because, he was not able to recharge his ins. The ins was found to be overdischarged and a physician mode recharge (pmr) performed. The ins was fully charged. Probably due to the fact that this was the second overdischarge, it was not possible to switch the ins on. The battery was low and the patient programmer displayed a eos message. There were no patient symptoms. The physician was going to plan an ins replacement. It was confirmed that the cause of overdischarge was patient compliance, he forgot to recharge his ins. There was a loss of stimulation. He was currently not receiving therapy and no ins replacement surgery date has been set.

Manufacturer narrative:
(B)(4). The implant date reported was (B)(6) 2009. Clarification has been requested due to the implant date is prior to the manufacturing date of the device.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.